Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the head would not recognize implantable heart devices and had no lights, at analysis it would not interrogate and failed its uplink test and the cable was replaced to resolve. It was additionally noted that the upper case lens was broken and it was also replaced. (B)(4)

Event description:
It was reported that the radio frequency (rf) programmer head would not recognize any devices and had no lights. The rf head was returned for repair. No patient complications have been reported as a result of this event.